Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for a low blood glucose (bg) level of 40 (mg/dl) and loss of consciousness. Reportedly, customer stated that they were not eating a lot due to personal issues that decreased their appetite. While in the hospital, customer was treated with intravenous sugar and carbohydrates. Customer was released from the hospital on (B)(6) 2016. Recommendation was made to contact tandem technical support if they encounter any issues.